Event description:
It was reported that central venous catheter guidewire was stuck in the puncture needle already inserted in the child. When the child was attempted to withdraw it, it was initially trapped to extract the needle and later "shredded". Total extraction occurred.

Manufacturer narrative:
Qn# (B)(4). Additional information was received from the customer. The customer reports that the current condition of the patient is "fine" and they have confirmed that no part of the wire remained inside the patient. It is unknown if the device is available for investigation. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined. A device history record review was performed, and no relevant findings were identified, teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that central venous catheter guidewire was stuck in the puncture needle already inserted in the child. When the child was attempted to withdraw it, it was initially trapped to extract the needle and later "shredded". Total extraction occurred.